Manufacturer narrative:
The reported event was addressed with phone support. The field service engineer (fse) spoke to the customer and explained that the energy cables were good for 50 uses and could degrade. The fse recommended customer discard the cable in question and use a new energy cable. Customer indicated the issue did not return. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the nurse called in to report that the bipolar energy was not delivering energy. The bipolar acted like it was firing but delivered no energy. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs which showed no related errors. The call ended the call at that point. The tse called back the customer and the nurse stated that they rebooted and are not using monopolar normally. The technical support engineer (tse) asked if the bipolar was working as expected, but the customer could not troubleshoot at the time. Tse instructed the customer to try a different blue instrument energy cable and to also reboot the erbe generator. The customer stated that they would do so when they got a chance. The procedure was completed as planned with no reported injury.